Event description:
The customer reported a decrease in vaporization efficiency at 30,131 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
The customer's initial report of a decrease in fiber vaporization is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber's glass cap was found to be detached, the metal cap showed signs of detritus and overheating; the glass cap was not returned. The fiber condition would likely result in activation of the sys's fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the sys into standby mode. Based on the analysis findings, a detached fiber cap will also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.